Event description:
According to the literature, a large retrospective cohort study evaluating 124,458 elective inguinal hernia repairs between (B)(6) 2010 and (B)(6) 2023 identified several mesh-specific safety alerts related to reoperation for hernia recurrence, including alerts for the various mesh products (hydrophilic anatomical, hydrophilic 2d, hydrophilic 3d, lightweight hydrophilic, and plug-and-patch configurations). The mesh was implanted during standard open or minimally invasive inguinal hernia repair procedures. Safety alerts for recurrence were triggered beginning in the third quarter of 2016 and persisted for multiple quarters of follow-up, indicating higher-than-expected reoperation rates compared with reference meshes. The study did not report any mesh-attributable deaths, and overall patient outcomes were consistent with long-term recurrence monitoring within a real-world integrated health system.

Manufacturer narrative:
Elliott r. Brill, md, priscilla h. Chan, ms, richard n. Chang, mph, heather a. Prentice, phd, kenneth sucher, ms, robert l. Bell, md, rouzbeh mostaedi, md, elizabeth w. Paxton, phd. "Postmarket surveillance of mesh performance after inguinal hernia repair." Jama surgery, original investigation, pacific coast surgical association. Doi:10.1001/jamasurg.2025.4543 d10 concomitant products: unk surgipro mesh, unknown surgipro mesh, (lot number: unknown) unknown parietene, unknown parietene mesh product, (lot number: unknown) unknown progrip, unknown progrip mesh product, (lot number: unknown) unknown mesh, unknown mesh product, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: e1 (postal code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.